Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B) (4) the actual device was not received for evaluation. However, performance data was collected from the device and analyzed. Noise and high impedance was observed. The lifetime ventricular sic (sensing integrity counter) was 6780. A high value of this counter can indicate a possible intermittency in the system. The weekly svc impedance readings were consistent, in the 50 ohms range, until (B) (6) 2006, when the maximum value was 90. The values were then variable until (B) (6) 2007, when the maximum value was infinite. The values remained at these higher levels until the final recording (B) (6) 2007.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: the actual device was not received for evaluation. However, performance data was collected from the device and analyzed. Noise and high impedance was observed. The lifetime ventricular sic (sensing integrity counter) was 6780. A high value of this counter can indicate a possible intermittency in the system. The weekly svc impedance readings were consistent, in the 50 ohms range, until the week ending 2006, when the maximum value was 90. The values were then variable until the week ending 2007, when the maximum value was infinite. The values remained at these higher levels until the final recording week in 2007.

Event description:
It was reported that the patient received multiple inappropriate therapies due to oversensing, and svc impedance, when checked seven months ago, was greater than 200 ohms. The lead was capped and replaced. No further patient complications have been reported as a result of this event. Svc impedance was reported to be >200 ohms, and noise was seen on the far-field egm when the pocket was manipulated. Additional information was received in a (B) (6) alleging that the patient suffered physical and other injury including failure, fracture, inappropriate shocking. It also alleged that the patient has sustained and will continue to sustain severe physical injury and/or death, severe emotional distress, mental anguish, economic losses and other damages, loss of companionship and society, and physical manifestations of emotional distress.